Event description:
Additional information was received that the pericardial effusion was noted in post-op recovery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves} guidewire (manufacturer and serial number unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a small amount of pericardial ef fusion was noted. Following valve implant, the pericardial effusion worsened. The suspected cause was a wire perforation. Subsequently, a pericardial window surgery was performed. No injury to the aortic root or left ventricle was noted. The valve was also noted to be well positioned; however, it was explanted during the surgery. Per the physician, the valve implant procedure contributed to the pericardial effusion, but the source was unknown. No additional adverse patient effects were reported.